Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that single lead migration occurred moving one lead from lower t8 to upper t8. They have attempted reprogramming to resolve the issue of pain increase. It was noted that the device deficiency could not have lead to a serious adverse device effect (sade).

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date 2023. G2: the country of the event is au. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted:(B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023. Product type lead g2. Foreign: australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the ¿index procedure¿ was referring to the initial implant. No information could be provided regarding whether the patient lost therapy or if there was just going to be a check regarding loss of therapy. Cause of the issue and pain have not been determined. Actions taken to resolve were reprogramming. Date of this is unknown. The outcome of the vent is set as recovering/resolving. No other actions are planned for now.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead product ID 977a260 ,lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a new area of pain in the left buttock, coccyx, and leg. The adverse event was possibly related to a study procedure, the index procedure, according to the investigator. Procedure relationship was indicated with a yes. It was noted by the investigator that the adverse event was not related to the device. The rationale for the relationship to the device or procedure was to assess if the pain was a loss of efficacy and a return of original pain or not and to assess if the lead movement was related to it alone and they need to see the subject in person, so they were booked for (B)(6) 2024. The investigator noted that the adverse event was possibly related to the therapy. The sponsor noted that the adverse event was not related to a study procedure, was possibly related to the therapy, and was related to the device, the lead was the device that was possibly related. The rationale for relating the adverse event to the device or procedure was that diagnostic test shows the lead migration; however, the site scheduled to meet with the subject on (B)(6)2024 to see whether loss of therapy and whether the lead movement is related to the adverse event. Diagnostic tests were performed and other actions were taken. From an x-ray result, lead migration was seen and was clinically significant as of (B)(6) 2024. The action taken was programming. The outcome of the adverse event was noted to be "recovering/resolving".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study via a manufacturer representative reporting that the event was not related to the study procedure.

Event description:
Additional information was received from the healthcare provider of a clinical study via a manufacturer representative reporting that the outcome was updated to recovered. Resolution date (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.